Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator immediately when powered on experienced "vent inop, motor fault, low pip, low ve and high pip" alarms. The customer performed transducer calibrations and both the turbine differential pressure and exhalation differential pressure failed. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Found that xdcr pt800 & pt802 failed.